Event description:
The customer reported that the jaws of the device would not release from tissue. The surgeon attempted to remove it from the patient and this caused bleeding. Another device was used to complete the procedure and control the bleeding. There was no injury to the patient and the blood loss was described as "minimal"

Manufacturer narrative:
(B)(4). The jaws were not locked when received. The handle was latched and unlatched without difficulty. The returned sample met specification as received by covidien.